Event description:
The prescription of IV fluids included magnesium 0.1 meq/day. Using the provided computer program produced by baxa-for their automated micro additive compounder, the pharmacist entered all the components correctly, including magnesium. The printed label matched the prescription but the formulation did not include magnesium. This was not noticed until the next day. Upon contacting the manufacturer they admitted that they were aware of programming which would not allow amounts <0.1 (0.11 would work). There was no explantation why the system prints it on label and does not warn user that it will not be added to formulation. Pt required additional lab work no clinical adverse effects no initial magnesium reported, repeat magnesium elevated 3.1.